Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. When asked what steps were taken to resolve the issue, they reported the patient was now doing fine and "apparently system working fine now, unexplained". The issue was resolved.

Manufacturer narrative:
B.5.: upon further inspection, the event details contained a misspelling. This has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt had lithotripsy 9 days ago and was, "now back in retention," and "can't feel stimulation". Symptoms returned "the very next day" after lithotripsy. Rep reported no impedance issues and nothing abnormal on x-ray. Caller brought rep on the line. This rep was the person who actually interrogated the device. They stated that they "went through every program," and "checked each electrode," and that everything was, "exactly normal as always." They denied seeing por. No usage log was obtained. Agent advised obtaining usage log as well as scheduling another meeting with the pt to troubleshoot device with technical services on the call. Agent advised to follow-up with healthcare provider (hcp) if unable to resolve the issue. The rep later asked about the usage report that was also sent to the rep via email. The rep will follow up with the patient for data report and call technical services for further troubleshooting. Rep called back later that day with patient to get reports that were requested earlier. Rep did not have a laptop to download those reports to. It sounded like pt will be doing follow up in hcp office in the next two weeks. Patient services reviewed with caller to bring their laptop so files can be downloaded and then emailed to technical services. Rep indicated that they rechecked impedances for the 3rd time, all contacts normal range and indicated that pt was feeling stimulation at 0.7ma prior to event and they tried all 4 programs up to 4.0 ma and then up to 4.8ma on another program and pt felt nothing. Technical services will send information on retrieving logs from handset and then to send them into [manufacturer] for analysis. Additional information was received from the rep. When asked what steps were taken to resolve the issue, they reported the patient was not doing fine and "apparently system working fine now, unexplained". The issue was resolved.